Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump was alarming with unexplained no delivery alarms which were frequent. The customer also had problems with the pump over delivering and the battery not lasting 1 week. The customer¿s blood glucose level was unknown at the time of the incident. The customer declined transfer to the help line to troubleshoot. Troubleshooting was not completed. The customer could not be reached to gather more information. The insulin pump will not be returned for analysis.